Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six electric shocks to the patient during supraventricular tachycardia (svt) and the last shock that was delivered in reversed polarity declared a code 1005, indicating an open circuit condition. There was one shocking impedance measurement greater than 125 ohms. A lead impairment is suspected, however, this is not yet definitively confirmed. Further recommendations were provided by technical services (ts). Reportedly, the patient was hospitalized and did not experience any adverse effects. The crt-d system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six electric shocks to the patient during supraventricular tachycardia (svt) and the last shock that was delivered in reversed polarity declared a code 1005, indicating an open circuit condition. There was one shocking impedance measurement greater than 125 ohms. A lead impairment is suspected, however, this is not yet definitively confirmed. Further recommendations were provided by technical services (ts). Reportedly, the patient was hospitalized and did not experience any adverse effects. The crt-d system remains in service. Boston scientific has made three attempts to obtain additional information related to the resolution of this event, however no response was received.